Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The devices were reported to have been discarded. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a procedure, the tightrope xp implant, ar-8925ss, was drilled for with the included drill bit; in the correct trajectory and plane. The implant was inserted under the exact technique. When the surgeon was tightening the sutures with use of the included tensioning handles, one of the suture tails appeared to break from well within the construct versus at the lateral button. The tightrope was removed and a second tightrope xp implant, ar-8925ss, was opened and inserted through the prepared tunnel and again, upon tightening, the implant broke in a similar fashion. The suture that broke was quite long when it was removed from the tunnel, leading the rep and surgeon to indicate it has broken from near the swedge. The tightrope was able to be removed without incident. A medial incision was needed to remove the medial button. The patient required a syndesmotic screw to be placed due to the two failed tightrope devices. Additional information provided 10/14/2019 - the case was a syndesmosis repair, no photos were taken. The only delay was from needing to implant another tightrope, it¿s failure and removal and then subsequent syndesmotic screw placement.